Event description:
The customer stated that they received erroneous results for one patient tested with accu-chek inform ii meter serial number (B)(4). At 22:22, a sample from the patient was tested using the meter, resulting with a glucose value of 462 mg/dl. The 462 mg/dl value was not believed to be correct, so testing was repeated. At 22:24, a sample from the patient was tested using the meter, resulting with a glucose value of 104 mg/dl. No treatment was provided to the patient based on the result of 104 mg/dl as it matched previous results of the patient. At 11:39 a.m. On (B)(6) 2018, a sample from the patient was tested using the meter, resulting with a glucose value of 331 mg/dl. At 11:42 a.m. On (B)(6) 2018, a sample from the patient was tested using the meter, resulting with a glucose value of 143 mg/dl. No treatment was provided to the patient based on the result of 143 mg/dl as it matched previous results of the patient. No adverse events were alleged to have occurred with the patient. The patient was not treated. The patient's hematocrit is 29.2 (unit unknown). The patient's file noted that the patient had low body temperature, but the customer did not know if the patient had any blood flow issues. The customer was not sure if alcohol used to prepare the patient's finger for sample collection was dry at the time of sample collection. The patient ran controls and tested linearity material on the meter on (B)(6) 2019; these recovered fine. The customer's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.